Event description:
Related manufacturer report procedure: 1627487-2023-00194. It was reported during a replacement procedure the patient's leads could not be removed and were cut and left implanted. As a result, the patient no longer has effective therapy. Surgical intervention is expected to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete product and event information. Further information was requested but not received.

Event description:
Additional information was received that the portion of the leads left implanted was explanted. Follow up indicated the patient was doing well postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.